Event description:
It was reported that an occlusion alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) and high levels of ketones. Bg value not provided. Customer consumed stopped insulin deliveries to address bg and ketones. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.